Manufacturer narrative:
The reported complaint symptom (scale reading error warning) was not confirmed. The reported complaint symptom code (operation questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. The reported complaint symptom (hb make sure hb is on ht tray and unclamped) was not confirmed. The reported complaint symptom (iipv (dv > 180% to 200% of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Device history record review: search of the cycler records showed related issue for complaint symptoms: scale reading error warning, make sure hb is on ht tray and unclamped and iipv (dv > 180% to 200% of fv): production floor problem report - (B)(6) 2016 post ast accelerated stress test ¿ ¿make sure the heater bag is on the heater tray¿ occurred during fill 3, retest cycler (B)(6) 2016; post ast test, m65 scale reading error warning during fill 2, send to rework (B)(6) 2016 ¿ rework: found stripped thread at the right handle bracket of load cell, replaced load cell bracket, load cell scale reading out of specifications, return liberty cycler to post accelerated tress test dept. (B)(6) 2016.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a heater bag alarm during fill 5 of 5. The heater bag was found to be empty. The patient was assisted with cancelling treatment. While reviewing the patient's treatment history an event of potential overfill was discovered. During drain 2 the patient drained 3,645 ml from a fill of 2002 ml. The cycler was replaced. The patient was advised to contact her nurse. During follow up the patient's nurse reported the patient did not have an adverse event attributed to the potential overfill. The reported large drain of 3,645 ml was 182% over the expected drain volume which resulted in a reportable device malfunction.